Event description:
"Ntaneous" case was reported by a radiologist and describes the occurrence of presyncope ("patient got off the table and she had a vasovagal reaction. She was taken to the hospital by ambulance. Symptoms continued over one month") in a female patient who had essure (batch no. E36582) inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced presyncope (seriousness criterion hospitalization). Essure treatment was not changed. At the time of the report, the presyncope outcome was unknown. The reporter considered presyncope to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-sep-2018: quality-safety evaluation of product technical complaints. On (B)(6) 2018: after routine quality monitoring activity, event presyncope was amended from other event to incident, as a hospitalization was reported. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.